Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. When deploying the closure device, the was kinked. No device recaptures were required and the closure device was successfully implanted. The procedure was completed successfully and there were no patient complications.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. When deploying the closure device, the was kinked. No device recaptures were required and the closure device was successfully implanted. The procedure was completed successfully and there were no patient complications.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system. The dilator was returned in the sheath. Analysis of the tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed a bend in the sheath located 38.5cm from the tip of the device. Inspection of the rest of the device found no other damaged or defect. The reported sheath kink was confirmed.